Event description:
"Brackets sprung off bag inside abd."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.